Manufacturer narrative:
Manufacturer's report date: 02/09/2011. (B)(4). This report was filed by the manufacturer. The set was discarded at the hospital. No investigation could be performed.

Event description:
Customer reported set leaked with silicone segment noted to be torn about 3/4 of the way through just below the upper fitment. There was no patient harm. The set was discarded. No additional information was available.